Event description:
It was reported that the patient received a notification for high, out of range high voltage lead impedance. The lead was capped and replaced. Patient condition was fine after the event.